Event description:
Several events with medline insulin syringe, medline sure-snap safety needle and caina safety needle. When twisting the needle onto the syringe, it does not lock properly; it spins and does not tighten down. Needles are bending when trying to pull up medication as well as when put into patient's arm. Needles have fallen out of syringe and stay in the patient's arm. The safety on the needle continues to move loosely and will flop down and not stay stationary. Safety on the needle also does not always close correctly. Some of these events have caused employee injury. Lot numbers attached are examples, but not inclusive. Manufacturer response for syringe, piston, medline (per site reporter). Unknown. Manufacturer response for needle, hypodermic, single lumen, caina (per site reporter). Unknown.